Manufacturer narrative:
The issue was resolved for the customer by replacing the air drape support with the new revision.

Event description:
It was reported via repair work order that the air drape had debris that could contact that patient during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the air drape had debris that could contact that patient during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.